Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during a metallic stenting procedure in 2009, as a palliative measure to alleviate symptoms and restore impaired drainage, on a female with a distal, malignant non-resectable biliary stenosis. According to the complainant, the patient was hospitalized at approx 3 weeks later, showing signs of cholangitis with elevated bilirubin (bilirubin +110 and crp 270). This was taken as a sign of stent dysfunction. An ercp was performed 3 days later, to check stent patency. It was noted that the stent was dislocated somewhat and that the proximal end was obstructed due to tumor overgrowth. A plastic stent was placed through the previously implanted wallstent to restore drainage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. However, the patient's hospital stay was prolonged due to the elevated bilirubin and crp levels.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.